Event description:
The customer reported that after pipetting an hcv plate on summit the technician observed that saline wash solution was not draining from the washtub. No error was generated. No death or serious injury was associated with this comnplaint.